Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a device changeout it was noticed that the right atrial lead's insulation showed a "small nick" and there was low impedance. A lead splice kit was used to cover the insulation and the lead is still in use. No patient complications were reported as a result of the event.